Event description:
The customer reported via phone that they have received motor error alarms that has occurred more than once in the last 30 days. The customer's blood glucose was at the time of the event 188 mg/dl. The customer will return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. Device had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.